Manufacturer narrative:
Concomitant products: product ID 3093, lot # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported the patient had two leads placed in the s3 foramen for the trial. One lead was removed without incident, but the other lead ¿disintegrated¿ during removal and the distal electrode was left in the pre-sacral area in the s3 foramen. There was only the electrode in the patient and there was no wiring attached to the electrode. It was estimated that there was about 2 mm of electrode left in the patient. It was stated that the patient had a new onset of leg weakness and the doctor wanted to do an MRI. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.